Event description:
Medtronic received a report that an axium coil could not detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 19.06mm. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that they climbed up and positioned the platinum coil in the aneurysm, but were unsuccessful in detaching the coil. Manually detaching (by twisting) the system was attempted, but were also unsuccessful. All devices were prepared as indicated in the IFU and no patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.